Event description:
Customer reported that the battery did not last as expected, requiring daily charging and completely losing power each day. Additionally, the wake button functioned only about 50% of the time, and the patient was losing pixels on her screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further action was needed at that time.